Event description:
It was reported that after connection, nothing flowed through and a blockage was discovered. There was no patient injury reported.

Manufacturer narrative:
UDI: unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Eight (8) samples were returned for evaluation inside a plastic bag without its original. Sample presented over glue in the ends of the tube. The samples were leak tested per procedure. Four (4) of the eight (8) samples returned did not pass the blow test. Based on the blow-through test and visual results the nonconformance reported as occluded blockade was confirmed due over glue in the end of the tube. The root cause of the reported problem was found to be based on the investigation results the procedures were not followed by manufacture that explains the bond luers assembly and blow test at 100% after the assembly. Awareness notification was made to production personnel in order to explain the importance to follow the procedure.